Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image (b30, scope communication error) was the device leaked and water invaded there while the user was handling the device. This led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿ perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Important information ¿ please read before use - prohibition of improper repair and modification¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope it¿s not working, it¿s broke. During inspection and evaluation, no image was found. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The scope was received with a non olympus bending section cover that is loose. The non olympus bending section cover was performed by a third party. The third party worksmanship could have damaged the charged coupled device(ccd) elements that could have attributed to the no image found (black). In addition, the following non reportable malfunctions were found during device evaluation: non olympus bending section cover loose, adhesive on bending section missing, and bending section failed electrical continuity test. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.